Event description:
Initial rptr stated that the cutter was dull and not cutting when the surgeon started the vitrectomy procedure. No adverse effect on the pt. Surgery was delayed a few minutes as they changed to another pack.